Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Three devices had calibration issues. Four devices had electrical issues. Three devices did not have a product malfunction, rather, the issue was the result of user error. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the scale was inaccurate. No patients were involved.